Event description:
The following was reported to hamilton medical ag: the ventilator device failed during start-up and switched into ambient state. Ambient state is an emergency state in which the ventilator opens the inspiratory channel and expiratory valve. This allows the patient breathe room air unassisted by the ventilator device; this malfunction was noticed in standby mode. Standby mode is a waiting mode that lets you maintain ventilator settings while the ventilator is not performing any ventilator functions. When in standby, the ventilator does not automatically resume ventilation when the patient is reconnected. You must manually restart ventilation; the alarms were observable both visually and through hearing. Tf 444004 (voltage out of tolerance), tf 485001 (ambient mode) and tf281002 (tastu_jtagnotworking). These malfunctions were reproducible. There is no patient involvement reported. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: the ventilator device failed during start-up and switched into ambient state. Ambient state is an emergency state in which the ventilator opens the inspiratory channel and expiratory valve. This allows the patient breathe room air unassisted by the ventilator device. This malfunction was noticed in standby mode. Standby mode is a waiting mode that lets you maintain ventilator settings while the ventilator is not performing any ventilator functions. When in standby, the ventilator does not automatically resume ventilation when the patient is reconnected. You must manually restart ventilation. The alarms were observable both visually and through hearing. Tf 444004 (voltage out of tolerance), tf 485001 (ambient mode) and tf281002 (tastu_jtagnotworking). These malfunctions were reproducible. There is no patient involvement reported. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.